Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. [Mw5073609.pdf].

Event description:
The healthcare provider (hcp) reported via the user facility that the device was explanted on (B)(6) 2014 due to shocking. The patient outcome was hospitalization. There were no further complications reported as a result of this event. The reason for use was gastroparesis. See attached user facility medwatch